Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.83 on a patient there was no patient information at the time of this report. Return product is expired and not available for investigation. (B)(6). Positive cut-off value: I-stat 0.00 - 0.08; beckman 0.00 - 0.03. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Manufacturer narrative:
Apoc incident #: (B)(4). Date of report correction: from 18-july-2018 to 18-dec-2018.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 12/17/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Ctni cartridge lot p17274a could not be tested as the lot expired on 28-apr-2018, prior to the complaint registration date of 26-oct-2018. No deficiency has been identified for ctni cartridge lot p17274a.